Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.